Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she started experiencing high blood glucose on (B)(6) 2015. She received a no delivery alarm, changed the set and treated before going to bed. Blood glucose was 473 mg/dl and she woke up with high blood glucose over 600 mg/dl. Customer reported she was hospitalized from (B)(6) /2015 with diabetic ketoacidosis, hyperkalemia and leukocytosis. Blood glucose was over 700 mg/dl. Customer was treating with manual injections. During troubleshoot; it was stated the drive support cap is recessed. The tubing had some air bubbles, no insulin leak was found and insulin is not expired. Insulin did exit the tubing with manual prime. Time and date are correct. Customer was unsure if the basal rates and bolus wizard are accurate. She called the next day to perform the high pressure test and the insulin pump passed. Most recent blood glucose was 56 mg/dl.